Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had motor damage and would not run, and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking mechanism of the compact air drive device was stiff/stuck, the device had component damage, the motor was damaged and would not run, a sticky trigger, a worn bearing, seal, and housing, and the reverse locking mechanism was blocked. It was further determined that the device failed pretest for check the function of the device, check for sticky trigger, and check reverse locking mechanism with oscillating saw attachment and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.